Event description:
It was reported that on start up, the display on a 980 ventilator was blank. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and found that the led (light emitting diode) on the printed circuit boards (pcbs) was not lit up. The se verified the reported issue. The se replaced the power distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.